Event description:
This spontaneous report was received from a filipino physician and concerns a 40-year-old female patient. She was injected with a total of 1.5 ml of radiesse, for chin and jawline augmentation, on (B)(6) 2023. On (B)(6) 2023, after the radiesse injection, the patient experienced vascular occlusion, of likely right lingual artery. Six hours after the injection, she noticed numbness and tingling of the tongue during a meal and violaceous color changes on the right half of the tongue. The patient returned to the physician 8 hours after and received 19 vial of hyalase and used a hyperbaric chamber. On (B)(6) 2023, the patient was treat with another 10 vial of hyalase and angiogenic treatment. Color improved and return of the sensation was noted. At the time of the report, the patient was still under close observation. Due to the provided information, the outcome of the event was considered as resolving (reported as not resolved). In the opinion of the reporter the event was of moderate severity and highly probable related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record could not be reviewed as the lot number was not reported.